Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging from 45-290 mg/dl. Customer treated the low bg by consuming glucose tablets. Reportedly, low bg was due to the pump settings needing adjustment. Tandem technical support instructed the customer to consult with healthcare provider if the low bg reoccurs.